Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient's system was removed on (B)(6) 2026 electively. During the procedure the s1 lead fragmented and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.